Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's son reported via phone call that his mother's insulin pump alarmed with no delivery; the pump consistently alarms with different infusion sets. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur since the alarm was resolved before the call by a complete set change. The cause of the alarm was unable to be determined. The reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out the catheter tip. No occlusion was noted.